Manufacturer narrative:
Correction; this report was sent in error, there was no unknown battery. There were 3 batteries involved in this event and they have been appropriately reported per 21 cfr 803. (3007042319-2015-00737, 3007042319-2015-00738, 3007042319-2015-00739).

Event description:
Vad coordinator reported that the patient experienced one no power alarm. Log file analysis did not reveal any alarms but did show motor start events. Two batteries were exchanged and are being returned to the manufacturer for further evaluation. There was no patient injury as a result of the event. Investigation is ongoing. This is report 4 of 4.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the controller and the primary controller that is in use. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of four reports (3007042319-2015-00737, 3007042319-2015-00738, 3007042319-2015-00739 and 3007042319-2015-00740) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-MDR's were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(6) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. *this is report 11 of 117 . Device still implanted.